Event description:
Gliding nail fractured at area where gliding blade slides through the nail. Dr. Noticed a subtrochanteric fracture that had not healed on the pt. (X-rays had not revealed any device fractures). In surgery, the locking screw was tightened down on the proximal section of the femur away from the blade. After exposing the implant more, it was found that the nail had fractured. He removed the nail and replaced it with a longer gliding nail.

Event description:
Follow up report #1